Manufacturer narrative:
(B)(4). Device evaluation: baxter received a photo of the sample for evaluation. The reported condition of "ruptured reservoir" was confirmed via photographic evaluation. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, idc-CAPA-(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported that the balloon would not hold volume. The anesthesiologist, dr. (B)(6) said he thought there was a hole in the tip. The procedure was a robotic mitral valve repair procedure.

Manufacturer narrative:
(B)(4). The device is available for evaluation, per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information be received, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv250 device had ruptured during patient use. According to the reporter, the intermate was filled with colimycine (1.5 ppm) and 250 ml of sodium chloride (nacl) and the reservoir had ruptured towards the end of infusion. There is no report of patient injury or medical intervention. No additional information is available.